Event description:
Reportedly, on (B)(6) 2018, USA crm technical services was informed that the as-shipped polarities of the subject pacemaker were unipolar instead of bipolar. As reply pacemakers are designed to prevent polarity reprogramming from unipolar to bipolar without normal lead impedance measurement, the polarity cannot be reprogrammed before implantation.

Event description:
Reportedly, on (B)(6) 2018, USA crm technical services was informed that the as-shipped polarities of the subject pacemaker were unipolar instead of bipolar. As reply pacemakers are designed to prevent polarity reprogramming from unipolar to bipolar without normal lead impedance measurement, the polarity cannot be reprogrammed before implantation.